Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported pain from stimulation and has constant urinary tract infections (uti). As a result of what was reported, they were advised to speak with their healthcare provider (hcp). The next day, patient mentioned pain again. On (B)(6) patient was feeling stimulation. Six days later, patient went to their hcp on (B)(6) to find they were retaining 100ccs at that time; they have to bear down to use the restroom. The patient is frustrated as they didn't realize they had retention. They weren't sure on their improvement level so stimulation was increased to 0.8ma at the time of the call. On (B)(6) patient mentioned they suffer from utis and will be done with their antibiotics on (B)(6); they also had a dispute about the anesthesia. On (B)(6), patient mentioned they suffer from utis and were taking medication. No device issue and no further patient complications have been reported as a result of this event.